Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests during an attempted novasure procedure. The disposable device was removed and the procedure aborted. A hysteroscopy was done and a uterine perforation was noted. The pt was observed and released the same day. During f/u in 2009, the physician reported he noted one perforation on post hysteroscopy, at the right cornua. No treatment was needed for this event. Additionally, he reported the pt has been seen on f/u and is doing fine. A hysteroscopy, dilatation and curettage (d&c), and sounding (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot # and serial # of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.